Event description:
The user facility reports a leak between the arterial chamber and cap 15 minutes into treatment. A new line was set up to resume and complete treatment. Ebl = 100 cc. The actual complaint sample was discarded, therefore not available to this MFR for evaluation. No pt injury or need for medical intervention is reported. This MDR is filed for blood loss only.